Manufacturer narrative:
The reported event of failure to advance the catheter was not confirmed. Final analysis found a complete lead was returned for analysis. The associated sub selector catheter was not returned with the lead. Visual and x-ray inspection of the lead did not find any anomalies. The s-curve hump height and was within product specification. An insertion test was performed using a sample cps catheter and guidewire. The lead was able to be fully inserted / removed successfully with no resistance. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had failure to advance in catheter issue. The lv lead was removed and replaced. The patient was in stable condition.